Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use upon opening the packs, the sponges were falling apart after hardly being handled. The sponges were all very fragile and were not holding up. There was no patient involvement.